Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, instructions for use (IFU), manufacturing instructions, quality control and specifications was conducted during the investigation. The device is shipped with an IFU that describes the intended use, specific items are addressed such as: catheters should be irrigated on a routine basis to ensure function," and "patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter." The complaint device was not returned for investigation, the identity and lot number of the complaint device is not known. Therefore a search of production records, nonconformance reporting from the device lot cannot be conducted. There is no evidence to suggest the product was not made to specifications photos of the device after it was removed from the patient were submitted and reviewed as part of this investigation. Based on physician statements, the photos provided and the results of previously conducted investigations, it is likely that the root cause of this case is that the lumen of the catheter was occluded and that in attempting to clear the blockage, the catheter burst and broke into two pieces. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Information was provided that the patient came into the facility stating the gastric replacement feeding tube was not working properly. When the physician removed the tube it was found to be in two pieces. The string was still attached to the part in the abdomen and the physician used a wire and forceps to remove this part from the abdomen. A new feeding tube was placed and the patient was doing well post procedure.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
Information was provided that the patient came into the facility stating the gastric replacement feeding tube was not working properly. When the physician removed the tube it was found to be in two pieces. The string was still attached to the part in the abdomen and the physician used a wire and forceps (or a retrieval tool) to remove this part from the abdomen. A new feeding tube was placed and the patient was doing well post procedure.